Manufacturer narrative:
The distributor fse contacted the customer over-the-phone to address the reported event. The customer resolved the issue and the instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review was performed for similar complaints for serial number (B)(4) from 02-mar-2018 through 02-apr-2019. There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 4004 turn table slip as the turntable motor slipped. Troubleshooting for the error states to "turn the power off and on again. If this problem reoccurs, contact the service department". The most probable cause of the 4004 turn table slip error messages could not be determined.

Event description:
A distributor reported that the customer experienced error message 4004 turn table slip turntable with the aia-360 instrument. The instrument was down. The distributor field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of troponin (ctnl), progesterone (prog), and beta human chorionic hormone (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.